Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery provided did not include the day of the event. The customer stated the qc recovery was acceptable. The alarm trace provided did not contain the day of the event, however, abnormal sample aspiration and sample short alarms were noted. These are indicators of poor sample quality. The field service engineer found the sipper probe coating had deteriorated and replaced it. They also performed performance testing which was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hiv combi pt result for one patient sample with the cobas 8000 - cobas e 602 module. The initial result was negative. The repeated result was positive. The positive results were confirmed by another pcr test and bio-rad genus. The questionable result was reported outside of the laboratory. The reagent lot number was 53282700 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The initial report stated, "the investigation determined the service actions resolved the issue." Clarification was received that "a clear root cause could not be identified due to missing information."